Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep). The patient was implanted with a neurostimulator. It was reported that the patient reported new increased stimulation intensity when lying down and a one-time feeing of ¿a mouse running over their low back¿. The patient was also requesting more coverage for his low back pain. There were no contributing factors to the issue reported. It was noted that adaptive stim (as) was activated and the patient knew how to adjust the intensities, but it had not helped with the symptoms with the increased stimulation while lying down. The patient also stated that the one-time sensation of ¿a mouse running across their low back¿ has not happened again and they stated that they might have just been in a ¿weird position¿. The rep instructed the patient to turn down the intensity when laying down and to report if the odd sensation returns. In conclusion, the patient would be seen for reprogramming on the day after the report to address the increased stimulation and to attempt to get him more low back coverage. There were no further complications reported or anticipated.